Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room with slow ventricular tachycardia (vt). Programming changes could not be made due to the ongoing episode. Cyber security upgrade was performed successfully in order to make programming changes, but it was still not possible to the make the changes. Vt was terminated with overdrive pacing during threshold test. Patient experienced shortness of breath during slow vt but was stable following the vt termination.